Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with his ambicor penile prosthesis (app). A surgical procedure was performed in which the app was removed due to unknown reason and replaced with a spectra concealable penile prosthesis (spp). No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The app was replaced due to the wound on scrotum opened and prosthesis was exposed. The device worked fine.